Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm epic plus valve was implanted. After the cardiopulmonary bypass operation, the patient experienced a decrease in left ventricular contractile force, and it was discovered that the left heart had ruptured. It was believed that the cause of the heart rupture was due to weakness of the free wall of the left ventricle. The patient was returned to surgery to have the epic valve removed. The valve was replaced with another 27mm epic plus valve. A pericardial patch was applied to the free wall of the left ventricle. After the second operation, the patient again experienced a decrease in left ventricular contractile force, and it was discovered that the cardiac rupture had recurred. The patient was returned to surgery, and the second valve was removed. The physician believed that the cause of the heart rupturing again was due to not enough reinforcement from the pericardial patch. The valve was replaced with a 25mm epic plus mitral valve, and the procedure was completed. The patient was reported to be recovering. The patient was reported as stable.

Manufacturer narrative:
An event of left ventricle rupture was reported after implant. Information from field indicated that the cause of the heart rupture was due to weakness of the free wall of the left ventricle. The investigation found that sewing cuff was intact and contained blood/body fluids with sutures on it. All three stent posts were normal in appearance. All three leaflets were flexible and contained no tears, perforations or anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. However, it was noted that valve did not caused or contributed to the rupture. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 27mm epic plus valve was implanted. The native mitral annulus diameter was 34mm. After the cardiopulmonary bypass operation, the patient experienced a decrease in left ventricular contractile force, and it was discovered that the left heart had ruptured. It was believed that the cause of the heart rupture was due to weakness of the free wall of the left ventricle. The patient was returned to surgery to have the epic valve removed. The valve was replaced with another 27mm epic plus valve. A pericardial patch was applied to the free wall of the left ventricle. After the second operation, the patient again experienced a decrease in left ventricular contractile force, and it was discovered that the cardiac rupture had recurred. The patient was returned to surgery, and the second valve was removed. The physician believed that the cause of the heart rupturing again was due to not enough reinforcement from the pericardial patch. The valve was replaced with a 25mm epic plus mitral valve, and the procedure was completed. The patient was reported to be recovering. The patient was reported as stable.